Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were brought the emergency room on (B)(6) 2018 due to fluctuating blood glucose level. Blood glucose was 92 mg/dl at the time of admission. Blood glucose at the time of the call was 192 mg/dl. Customer was on the floor when blood glucose dropped to 35 mg/dl. Customer treated with food. Customer experienced high of 300 mg/dl for over treating the low and treated with shots and bolus. Customer also reported leak at the infusion set site in the past. Troubleshooting was completed. The insulin pump was not replaced or returned for analysis.